Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from the nurse in the USA of peritonitis coincident with dianeal ambuflex therapy. On an unreported date, the patient began treatment with dianeal ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Therapy with the dianeal ambuflex was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis and was hospitalized for the event. Per the patient, the cause of the peritonitis was the patient made a mistake/touch contamination. Treatment information was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. On (B)(6) 2012, follow up information was received from the nurse. The rn confirmed that the patient was diagnosed and hospitalized for peritonitis on (B)(6) 2012. On an unreported date the patient was self medicated with vancomycin ip prior to notifying hcp or going to the hospital. The nurse clarified that the culture was taken following the administration of the medication. The nurse could not confirm the cause of the peritonitis and stated that the patient had a history of cats in their home. The patient was recovering from the peritonitis and the patient was retrained with pd therapy. Per the nurse, the event of peritonitis was not related to dianeal therapy or the devices.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-breach in aseptic issue and peritonitis. This complaint was confirmed because the nurse reported a break in aseptic technique by the patient described as a touch contamination. The root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was a user error identified with no product allegation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.